Event description:
It was reported that the right ventricular lead had a possible fracture as the lead was noted to have high threshold, high impedance, and loss of sensing. Upon explant, it was also noted that there was insulation damage in the proximal part of the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst noted that the lead was destructively analyzed. No anomalies could be attributed to the complaint at this time. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Rv pacing lead impedance was greater than 3000 ohms on 2014-(B)(6). Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Nonphysiologic lead noise oversensing noted. Sic count beginning 2014-(B)(6) equals 496. The analyst commented that they were unable to confirm pacing threshold change or loss of sensing. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.